Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that, during a scheduled three-month postoperative follow-up appointment, x-rays showed two ozark self-tapping screws to be fractured at the inferior level of the construct. Revision status is currently unknown. This report represents the second of the two screws.

Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured. The construct was composed of a four (4) level plate, ten (10) screws, and bone graft. Functional, dimensional, and material analysis were unable to be performed as the device was not available for evaluation. Review of the complaint and device history records could not be performed as a valid lot code was not identified. It is not clear what may have caused the screws to fracture, but it is possible that factors such as pseudoarthrosis contributed to the issue. Although it was reported that the patient was fused, it is possible that the screws were broken prior to fusion being achieved. Ultimately, this potential failure mode could not be properly evaluated, and no cause could be determined based on the available information.

Event description:
A physician reported that, during a scheduled three-month postoperative follow-up appointment, x-rays showed two ozark self-tapping screws to be fractured at the inferior level of the construct. Revision status is currently unknown. This report represents the second of the two screws.